Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that the detachment was performed manually and an instant detacher was not used. The cause of the coil non-detachment, the difficulty in placement, and the coil jumping during deployment were not determined. There were two attempts made to detach the coil manually. No prior problems were observed before the non-detachment event, and no visible damage to the pushwire was observed after removal from the patient.

Manufacturer narrative:
Continuation of d10: instant detacher product ID: unk-nv-ap-ID (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare coil passed through the phenom 17 microcatheter without any complications, however, when an attempt was made to release it, it did not release. Detachment was attempted twice with the release device and then manually, but it did not release. Difficult placement was reported, however, the coil was implanted at the intended location and the aneurysm did not rupture. The device jumped during deployment. There was no vessel damage, the tip of the catheter was not under stress, the tip of the catheter did not move during deployment, and the physician rotated the delivery pusher during procedure. The coil was replaced with a medtronic coil to complete the procedure. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an unruptured, saccular, left internal carotid artery aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).